Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with high blood glucose. The customer had been feeling sick and had a blood glucose reading of 600 mg/dl. The caller reported that the customer may not have bolused enough. The customer was treated with intravenous insulin.